Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 410 mg/dl and 300 mg/dl at the time of call. Customer stated that cannula was bent and insulin pump alarmed insulin flow block. Customer was using auto mode at the time of incident. Customer reported that they did not receive a sensor updating. Customer reported that they did receive a calibration not accepted alert and change sensor alert. The device will not be returned for analysis.